Manufacturer narrative:
The system was serviced in the field. The checkout failed hardware tests because the site reported that the system randomly shutdown. During the system checkout the system was performing as intended. The self-test revealed no issues and the system remained powered on the entire time, even when disconnected from wall power. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system powered down without notice. The system was turned back on and they continued on with the procedure. There was a reported delay to the procedure of about five minutes. There was no reported impact to the patient. This is the second occurrence of this issue, the first is documented in case (B)(4). Additional information was received. It was reported that there was no resolution, it just turned right back on. The rep was still not sure what the issue was. The system was plugged in properly at the time the issue occurred.

Manufacturer narrative:
H2, h3, h6: system service results have been updated. Both the both the uninterrupted power supply (ups) and battery pack were replaced, and the system performed as intended. Previously reported code 10 is applicable, as are codes 120 and 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the uninterrupted power supply (ups) was replaced. Upon replacing the system ups and battery pack, the system no longer shut off at random. The issue resolved and has performed as intended. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.